Event description:
It was reported that the implanted neurostimulator was explanted on (B)(6) 2011 and was replaced with a non-rechargeable device. The pt stated he was unable to keep up with recharging his neurostimulator and therefore requested the device be replaced with a non-rechargeable device. The device was interrogated before explant and showed the neurostimulator was over-discharged. Communication and coupling issues had previously been reported and were believed to be due to over-discharge. After replacement, the pt was receiving good stimulation coverage and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator found the device had gone into an over-discharged state four times and was therefore at an end-of-service status. The device was received with no telemetry and no output. A physician mode recharge was performed. There was good stable output on each electrode pair at the pt's settings and output matched programmed settings. The device passed the automated test console.